Event description:
Patient reported she attempted to give a bolus but the infusion device displayed an e8 (power interrupt) error message. Patient stated she was unable to confirm the e8 message; the ok button did not work. Patient reported there were no health concerns. No further information is available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
Conclusion the complaint cannot be verified due to mishandling of the product. Result the down button is permanent active due to an external mechanic damage. It is not possible to confirm the triggered e8 error message (power interrupt), additionally to the permanent activated down button the other buttons also check do not respond to commands. The problem mentioned by the customer is related to mishandling of the product by the customer.